Event description:
Md had difficulty deploying - 3.0x8 vision stent - stent in a heavily calcified rca. So decided to remove the stent system and the stent got "stuck" and came off the deployment system. Md was able to pass balloon into artery and deploy a balloon to ensure stent deployment. F/u angiogram showed good flow. Dates of use: 2009. Diagnosis: coronary artery disease.